Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging release button stuck/sticky. The reporter alleged that the release button was stuck. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.